Event description:
Customer called to report the vibration on the pump was not going off and they messed up their pump. Bgs at that time were high. It was stated that they were not sure if they bolused correctly. Customer was having trouble following directions and could not run the self-test. Customer seemed confused and could not answer properly. The offer to send the paramedics was declined. By the time the paramedics arrived to their house, they were unresponsive, had dropped the phone and was snoring. Bgs were taken by one of the paramedics and immediately was placed on IV. Additionally it was stated that they realized that they double bolused. Troubleshooting was performed. The vibration mode works properly.